Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that for about the last 2 months they had not been getting any therapeutic benefit. The caller stated that they had changed programs several times over the last month, but each time the therapy seemed to only be effective for a very short period of time before reverting to not being beneficial at all. Agent asked the patient if they had any falls or trauma prior to this event, and the patient confirmed that they had a fall in the summer when they were getting out of a pool, but they were not sure if therapy issue occurred right after the fall. The patient noted that it wasn't a horrible fall. Once the patient was connected to the ins, however, they noticed the amplitude was showing 0.0 ma on program 2. The patient did not know how or why the amplitude was at 0.0 ma, and they thought it was at 2.0 ma the last time they connected to the ins. The patient was concerned about this, so agent advised the patient to discuss their concern with their healthcare provider (hcp). The patient increased the amplitude and confirmed they could feel stimulation. The patient will continue monitoring their symptoms until their appointment with their managing hcp in a couple of weeks.